Event description:
It was reported that a patient right ventricle (rv) lead exhibited noise and caused noise reversions. The rv lead was capped and replaced on (B)(6) 2025. The patient was stable throughout.

Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014. The manufacturing date, expiration date and missing FDA UDI statement were updated.